Event description:
The customer reported that their device was unable to deliver defibrillation energy with the hard paddles assembly attached. It was however, indicated that the device was able to deliver defibrillation energy through the quik-combo defibrillation therapy cable successfully. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.